Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system and normal diagnostics performed (B)(6) 2012. Attempts are underway for additional information; however, no additional information has yet been received.

Event description:
Additional information was received stating that x-rays were taken on (B)(6) 2012 and reported to be unremarkable. The patient was implanted with a new lead on (B)(6) 2013. The other device is left in the patient.